Event description:
It was reported that during a laparoscopic anterior resection, the device was used on the rectal stump closure and in conjunction with a dst ceea 31. Upon firing of ceea, surgeon noticed splutter in the anastomosis region. Unable to identify where the bleeder was but sutured around the region for hemostasis. It opened up in the end. To control the bleeding, the case was converted to open and the procedure completed. Unk how much blood the patient lost. Patient was discharged after two weeks.

Manufacturer narrative:
Date sent: 09/21/2007. Information anticipated, but unavailable at this time.